Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in 2008. As part of the micl postmarket study, the patient reported "sometimes the right eye feels like there is a thin membrane and he has to blink in order for it to go away". Further information was requested from the surgeon but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted.

Manufacturer narrative:
Evaluation codes: method - other, lens work order search. Results- a work order search was conducted and there was no similar complaints found.